Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Telephone: (B)(6) a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)

Event description:
It was reported that 2 pn 32g 4mm 5b xtw easyflow la were unable to deliver medication, difficult to operate, damaged, and caused hyperglycemia during use. The following was reported by the initial reporter: "bd ultrafine 4mm insulin needle came without the non patient end needle tip, which punctures the insulin cartridge. It is already the second needle in this box that came like this. Lot 0036287. In addition to locking the refill, insulin is not usually administered, hyperglycemia."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 pn 32g 4mm 5b xtw easyflow la were unable to deliver medication, difficult to operate, damaged, and caused hyperglycemia during use. The following was reported by the initial reporter: "bd ultrafine 4mm insulin needle came without the non patient end needle tip, which punctures the insulin cartridge. It is already the second needle in this box that came like this. Lot 0036287. In addition to locking the refill, insulin is not usually administered, hyperglycemia.".